Event description:
The surgeon inserted a cq2015 collamer three-piece lens but the haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. This is one of two lenses for the same patient-please reference MFR report 32023826-2005-01694.